Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. D4 and e1 have also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was most likely caused by stress of repeated use, external factors, or handling of the device. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: it was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus device, airway mobilescope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connection tube had coating peeling. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable malfunction described in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.